Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that the delivery system became stuck on the guide wire. The target lesion was located in the superficial femoral artery (sfa). A 6x40 130 cm eluvia¿ drug-eluting vascular stent system was advanced over a 260cm .035 non-bsc guide wire and deployed successfully. The stent delivery system became stuck on the guide wire during removal. The devices were removed from the patient together and the procedure was completed. The delivery system became kinked during attempts to remove the system over the wire once it became stuck. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .035 guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed buckling damage from the nosecone distal to 6.5cm. There was a slight tear in the outer sheath at the nosecone. The guidewire that was stuck in the device was protruding from the distal end approximately 19cm from the tip. The wire was protruding from the proximal end approximately 85.5cm from the handle. The device was used with a soft angled .035 terumo guide wire, which may have contributed to the guidewire sticking issue. The stent was not returned inside of the device. The handle was opened to inspect for further damage. No internal damage was noticed. With the buckling damage on the outer sheath this most likely contributed to the guide wire being stuck in the device. No damage to the proximal inner was noticed. No damage to the pull rack or the thumbwheel teeth. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The eluvia dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the delivery system became stuck on the guide wire. The target lesion was located in the superficial femoral artery (sfa). A 6x40 130 cm eluvia drug-eluting vascular stent system was advanced over a 260cm .035 non-bsc guide wire and deployed successfully. The stent delivery system became stuck on the guide wire during removal. The devices were removed from the patient together and the procedure was completed. The delivery system became kinked during attempts to remove the system over the wire once it became stuck. There were no reported patient complications.